Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. A search of the depuy synthes(nc) quality system found no nc¿s associated with this product/lot (product code: 623421l, lot - m34f76) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product<623421l>/lot<m34f76> combination. H11 additional narrative: added: h6 health effect clinical code.

Event description:
Additional information was received: a. Was the s-rom femur component cemented? - there was significant bone loss so it appears the srom femur was not able to be cemented. B. Was the sleeve implant well-fixed? - the sleeve was well fixed. C. Was the femur to sleeve morse taper connection solid, or had it come loose/lost its morse taper fixation? D. What is the exact allegation against attune rev lps insrt xsm 20mm? - it seemed all the stress placed on the taper had caused the femur to loosen from the sleeve. E. Please provide the lot number and product code for unk knee femoral sleeve. - no allegation regarding the insert, but it was removed and replaced.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10, h6 (health - effect code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient had swelling in the knee; much fluid drained from joint upon incision and tissue was black (presumably from metallosis). The hinge prosthesis was largely unsupported by bone and it appears that the hinge femur was moving within the sleeve, creating metal debris and instability. Loosening component at the bone to implant interface. Doi: (B)(6) 2023. Dor: (B)(6) 2025. Affected side: left knee.